Event description:
The customer reported the device turns off by itself without showing any alarm. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed visual and functional testing and remained powered on throughout testing.

Event description:
The customer reported the device turns off by itself without showing any alarm. No patient impact or consequences were reported.